Manufacturer narrative:
(B)(4). The device has been received by baxter. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was not identified as the condition could not be duplicated. Therefore, no repair was necessary to correct the observed condition. If any additional information is received, a follow-up will be sent.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found with a damaged nurse call button. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.